Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the device would not boot up. Therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection observed moisture damage. Due to the condition of the device, the reported event of an intermittent audio output was confirmed. The root cause was determined to be moisture damage.